Event description:
It was reported that during an unk procedure, the clip did not feed to the jaw properly. Another device was used to complete the case. No pt consequences were reported.

Manufacturer narrative:
Ejected clips. Eval summary: the analysis results found that the er420 instrument was returned in good visual condition. The instrument was cycled, fed and formed 1 clip conforming and the remaining clips were ejected. The instrument lock out was functional. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.